Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The dealer states when they took the chair out of the box, one rear wheel had broken spokes. No apparent carton damage. Hidden freight damage. No further information was provided.